Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2018-54627.

Event description:
It was reported that during a knee arthroscopy the doctor had a big metal abrasion. First he used the ultra aggressive 4.0mm. After he detected metal abrasion he changed the shaverblade to the aggressive 4.0mm and had the same problem. Patient consequence? Yes. Patient consequence description: some small metal parts are still in the patient. Action taken for procedure: shaving away the metal parts. But not everything could get away. Additional information from affiliate 9/05/2018: the failure did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended, however a 10 minute delay was reported. The procedure was completed by using another shaver blade from another lot number. Alternatives were available. There were no procedural or patient anatomy factors which may have contributed to the breakage. Surgical intervention is not yet planned. We hope that the surgeon got out all pieces of metal.

Manufacturer narrative:
Product complaint # (B)(4). Was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: pending. UDI: (B)(4).

Event description:
Additional information received on 10/31/2018 stated that both devices were forwarded to npd for further evaluation on 10/31/2018.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation of device revealed the presence of the white lubricant and blades were found rusted. The white creamy substance detected is teflon based lubricant and is intended to be on the shafts of the blades to reduce friction between the inner and outer shaft and to mitigate failures such as inner and outer blades sticking to each other and metal shavings. The inner and outer sleeves were separated and inspected for any damage. The devices had signs of friction and striation marks on the surface of the distal end of the inner sleeve. The friction marks indicate excessive friction between the sleeves, which could lead to metal shavings as reported. Therefore, the reported failure can be confirmed. Review of the device history record indicated that supplier non-conformance was opened for outer blade hub, 4mm blade lot. A supplier non-conformance related to the hub issue and length dimensions are delivery to use as is. The internal non-conformance is related to the one box with the label ¿non processed ¿ the label attached on the lot when load was reported as sterilized. The steris provided the investigation and the process document to support the disposition on which demonstrate that all 18 cases had been processed. The label was removed without affecting box integrity and the material will be disposed as ¿not defective¿. After investigation the supplier non-conformance for outer blade hub can not be ruled out as to the cause of the chipped/shaved/delaminated. At the time of the investigation, the root cause of the failure mode is undetermined. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-54627.